Event description:
A 6 mm diameter x 20 mm length bridge self expanding stent was inserted into a pt for treatment of right subclavian artery stenosis in 2002. The lesion was reported to be 95% stenosed, and vessel morphology was moderately tortuous with little calcification. It was reported that the lesion was not pre-dilated, but was laser-treated. The device was inserted through a groin incision with the aid of an 8 french guide catheter. There was some resistance felt as the stent reached the iliac bifurcation. It was reported that the stent was inadvertently deployed distal to the vertebral artery; but the deployment button was still in the locked position. The physician speculated that the friction of the catheter might have caused the sheath to peel back as the stent was being advanced. The physician stated that the outer sheath was intact and without wrinkles or damage. A competitor device was used to complete the case. The device and guide catheter were discarded by the user facility.